Event description:
A malfunction alarm was reported and identified as malfunction code 16. There was no adverse impact on the customer's blood glucose level. Technical support arranged for a replacement pump to be sent since the pump was under warranty. The customer was informed about using multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Additionally, the customer was instructed on how to put the original pump into storage mode and agreed to return it to tandem using a pre-paid shipping label within 10 days.